Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during initial functional test. The root cause of the system error was due to a damaged processor board. No physical damage was observed on the returned autopulse platform during visual inspection. However, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch. Deburring was performed to address this sticky clutch issue. Based on the device service record, the sticky clutch issue is likely attributed to normal wear and tear. The autopulse platform was manufactured in 2016 and no preventive maintenance was performed since 2016. The archive data showed the occurrence of system error ua132 (internal watchdog timeout) on the customer reported event date; thus, confirming the reported complaint. However, the archive could not be downloaded and saved due to a damaged processor board. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" during power on. Thus, confirming the reported complaint. To remedy the system error, the damaged processor board identified during evaluation needs to be replaced. Also unrelated to the reported complaint, the autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drivetrain motor (slipped bushing) is likely attributed to normal wear and tear. When the bushing slips, the drivetrain motor will seize unable to rotate. Replaced the drivetrain motor to remedy the issue. After service repair completion, the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.